Event description:
Healthcare professional reported left side "possible rupture, uncomfortable/odd feeling, hardening, moved up" and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Rupture-breast: observed, one opening assessed as fold flaw opening. Additional observations: stress marks are observed assessed as non-penetrating nick.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6b, g1.

Event description:
Healthcare professional reported left side "possible rupture, uncomfortable/odd feeling, hardening, moved up" and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side "possible rupture, uncomfortable/odd feeling, hardening, moved up" and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "possible rupture, uncomfortable/odd feeling, hardening, moved up" and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h6.